Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of vad-63281 confirmed the presence of thrombus in the pump which could have contributed to the reported elevated ldh, as well as to the power elevations noted in the submitted log files. However, a specific origin of the thrombus could not be conclusively determined. Furthermore, a direct relationship between the device and the reported neurological dysfunction would not be conclusively determined. The submitted system controller log files captured two slight elevations in power (up to 6.0 w) and corresponding flow (up to 8.2 lpm) occurring on (B)(6) 2020 at 07:39:21 and 13:09:03. No other significant changes in pump parameters were noted and no atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. Upon disassembly of vad-63281, a red, tissue-like thrombus formation was found surrounding the outlet rotor bearing cup on the distal-side of the rotor. This thrombus was not adhered and did not show any evidence of lamination. Upon removal of the thrombus formation, concentric contact marks were observed on the outlet rotor bearing cup. While the origin of the thrombus could not be conclusively determined, the concentric contact marks found on the bearing cup suggest that it was present for undetermined period of time while vad-63281 was supporting the patient. Visual inspection of the remaining blood-contacting surfaces of the returned device did not identify any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, the occlusion of the blood flow path through the outlet stator and blood tube could have contributed to the reported elevated ldh and slight elevations in power due to increased resistance against the pump¿s spinning rotor. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Device thrombosis, hemolysis, and neurological dysfunction are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that device power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ldh increased to about 2,000 and pump power was increased on (B)(6) 2020 with the cause unknown. The patient was hospitalized due to face muscle abnormal and stroke was initially suspected but brain MRI result was clean. Log file analysis noted a couple of unsustained power/flow elevations on (B)(6) 2020. There were no other unusual events recorded in the log file. The patient was transplanted on (B)(6) 2020 because pump thrombosis was suspected due to ldh increase.